Event description:
Items were ¿rusted¿ and unable to tighten. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.